Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between september 18, 2023 - september 20, 2023. H11: the actual device was received for evaluation containing fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evidence of continuous flow of fluid was observed flowing out of the flow restrictor. A functional flow rate test was performed and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the flow restrictor. The infusor was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed prior to patient use. There was no patient involvement. No additional information is available.